Manufacturer narrative:
Missing lot number and dates in initial report plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has been experiencing fluid leaks and a cycler pop noise prior to the fluid leaks for several months with multiple connectors and cassettes. Upon follow up, the patient confirmed the reported fluid leak events occurred between the safe lock adapters and baxter bags. The previous fluid leaks have occurred during setup and random points of treatment including while the patient was sleeping. There were no other areas of fluid leaking during setup or treatments. The patient stated that per the clinic¿s procedure the patient was prescribed oral prophylactic antibiotics (type, dose, duration unknown) a few times during the previous instances. The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported events. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatments using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient confirmed that the adapters were discarded and not available to be returned to the manufacturer for physical evaluation, however, the old cycler has been picked up and returned.